Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-08500. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) with malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). The batch 6010589 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6010589 was packaged according to the wi version 98, in the machine m14, on 06/dec/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4m00370 was manufactured according to the wi version 65, manufactured in the machine spot 05-06, on 05/dec/2024 with a total of (B)(4) units. Cannula DHR review: the lot 4l04935 was manufactured according to the wi version 34, manufactured in the machine welder ls24-ls25, on 05/dec/2024 with a total of (B)(4) units. Trending: a query was run in database on 17/jun/2025 against malfunction code evaluated leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6008878 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set leakage event from (B)(6) 2025 the leakage was at coupling housing. The infusion set was in use for one day. The blood glucose level was 162 mg/dl and the patient was treated with correction via insulin injection. No further information was available.